Event description:
The patient's name is (B)(6). Her daughter serves as her caregiver and her name is (B)(6). (B)(6) is reporting on her mother's dexcom g7 device after receiving a recall letter in the mail this week. The patient has been using the device for about eight months. Two months ago (B)(6) noticed the device was very inaccurate with its readings; sometimes the readings were off up to 30pts high or lower than the actual level. They are not using the app but are using the receiver that comes with the monitoring device.